Event description:
IV pump alarmed "air in line." Rn restarted pump twice, then took tubing out and replaced in pump. Medication then noted to be free dripping in pump with no alarm. Rn clamped tubing and still no alarm. Tubing taken out of machine and medication continued to drip. Pump module and IV tubing changed.